Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. However, the company's evaluation of this event (based on existing info) gives the company cause to conclude that this event is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Loss of integration of 2 endosseous dental implants. Implants were 2 of a total of 7 placed. The two removed implants were placed in sites #29 and #30 (class iii bone).